Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that the right ventricular (rv) lead exhibited high, out of range pacing impedance. The rv lead was ultimately not used and replaced with new lead on (B)(6) 2025. The patient was in stable condition.